Manufacturer narrative:
D10 concomitant products: smbttovlx, spacemaker* pro access and dissector sys, (lot # p4m1061) smbttovlx, spacemaker* pro access and dissector sys, (lot # p4m1061) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, after a small infraumbilical incision was made and the balloon dissector was inserted to secure the trocar, the balloon ruptured during inflation. Another kit was opened and the balloon again ruptured, and this occurred in three kits. The balloon did not inflate, leaked gas, and there was rapid loss of abdominal pressure. To complete the procedure, another kit was opened and then a trocar from another brand was used. The patient was reported alive with no injury, and no medical or surgical intervention, hospitalization, or additional operation was reported.